Manufacturer narrative:
The returned device was visually inspected at the investigation site and found to be in good physical condition. Evidence of the reported problem (false air-in-line alarm) was identified in the pump's event log: medium alam displayed - cannot start pump. Subsequently, the air detector was tested on a fluid-filled cassette in manual user mode, as well as the customer's program, in an attempt to replicate the reported false air-in-line alarm. In both cases the device would not start due to the air-in-line alarm and therefore the customer's stated problem was verified. The defective air detector was replaced and the DHR was reviewed and found to be in compliance; no manufacturing or testing issues were found. Root cause is unknown.

Event description:
Distributor reported an ambulatory infusion pump exhibited a false air-in-line alarm.